Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise, the patient was asymptomatic. The noise could not be reproduced, the patient would continue to be monitored.